Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flow back into the side port of the sheath occurred. It was reported that the dilator would not advance all the way into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Reporter stated that they flushed the sheath properly and the dilator still was not able to be inserted all the way into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They had not inserted the sheath into the body. The sheath was potentially partially blocked and narrowed but the reporter is unsure. The dilator was unable to move through the sheath. When the sheath was replaced, the issue resolved. Device evaluation details: on 3-jan-2022, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed and no internal action related to the reported complaint was identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flow back into the side port of the sheath occurred. It was reported that the dilator would not advance all the way into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Reporter stated that they flushed the sheath properly and the dilator still was not able to be inserted all the way into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They had not inserted the sheath into the body. The sheath was potentially partially blocked and narrowed but the reporter is unsure. The dilator was unable to move through the sheath. When the sheath was replaced, the issue resolved. It was then reported that the replacement carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was inserted into the body and when they drew back on the flush port, there was only air and not blood. They didn't feel comfortable using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium so it was replaced again. When the sheath was replaced again, the issue resolved. The reported initial issue of obstructed sheath is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of air flow back into the side port of the replacement sheath is considered an MDR reportable malfunction.